Event description:
It was reported to boston scientific corporation on january 04, 2008, that a rotatable snare was used during a polypectomy procedure in a female patient (weight unknown) in 2007. According to the complainant, the physician had removed three or four polyps. The next polyp was "snared partly until it was removed. The rest of the polyp stalk was removed by cutting it with the tip of the snare [and] the snare was partly withdrawn into the catheter. [It was then] discovered that the snare [had] broken near the edge of the plastic catheter shell when [the physician made the] cut." The physician stated that "due to the broken wire, a burn into the intestinal wall [occurred]. "Later the same day, the patient developed subcutaneous emphysema." The physician then performed a laparotomy which "excised" the portion of the colon that had perforated and the defect was sealed." The patient was discharged from the hospital eleven days later. Several attempts have been made to get the patient's condition to no avail.

Manufacturer narrative:
The lot number was not provided by the user facility; therefore, the manufacture date is unknown. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. The 2007 15-month rotatable snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.